Manufacturer narrative:
An abbott field service representative performed multiple troubleshooting steps including cleaning and replacing parts. The issue was resolved through normal troubleshooting procedures. Complaint tracking/trending review did not identify any adverse trends associated with the issue. Service history review for the customer's architect i1000sr analyzer did not identify any further reports of erratic or discrepant patient results. A single definitive cause of the issue was not identified. The probe was replaced and multiple parts were cleaned. The probe is commonly replaced as part of preventative maintenance and troubleshooting. A review of labeling was performed. The architect operations manual provides adequate information related to the customer's described issue. Based on the available information, a deficiency of the system was not identified nor is there sufficient information to reasonably suggest a malfunction.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that a (B)(6) architect havab-igg result of (B)(6) was generated for a patient on (B)(6) 2014. No adverse impact to patient management was reported. The following data was provided. Sample ID (B)(6): (B)(6).